Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported events as follows: precautions: juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, the needle popped off and the product spilled. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis: empty syringe of 1.0 ml received without cap, no needle in an opened ultra xc tray and pack. No defect observed to syringe.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, the needle popped off and the product spilled. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.